Event description:
It was reported that t:slim x2 pump battery did not charge and charging connection was not recognized despite use of multiple wall adapters and charging cables. There was no reported impact to the customer¿s blood glucose level. Customer initially had no backup therapy and was advised to contact healthcare provider, was instructed to allow pump battery to fully deplete before return, and a replacement pump was arranged, but customer later reported that pump was working again and declined replacement, after which case was closed.